Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was elevated (value not provided). The type of infusion set used was changed. Customer discontinued use of the pump and reverted to using an alternate method for insulin therapy.